Event description:
A consumer reported that they had problems where it seemed like their body was rejecting the implantable neurostimulator (ins) and the battery turned. The implant turned outward and would catch on clothes constantly. It was noted that it hurt so badly that the patient couldn't lay on the left side. The ins was replaced. The ins was indicated for failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.